Event description:
The following was reported by the patient's spouse: (B)(6) 2008 - patient underwent an inguinal hernia repair with a perfix plug that was fixated with 2-0 prolene. (B)(6) 2012 - patient underwent surgery for suspected lymphoma recurrence, and was found to have a recurrent hernia. The surgery reportedly said that it appears as though the patch "broke apart" and came away. The perfix plug was removed.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient spouse reported the patient developed a recurrence approximately three years after implant, which is a known adverse event listed in the product's instructions for use. The perfix plug was removed and reported to be "broken apart." The patient has an extensive medical history including chemotherapy, radiation, and a stem cell transplant. Communication has been made to the patient's spouse and she indicates medical records are available but at this time have not been provided for review. Additionally, no sample was returned for evaluation and product identifiers have not been provided. A supplemental report will be submitted if and when additional information is received. With the currently available information, no conclusion can be drawn.